Event description:
It was reported that the pt had an adverse reaction to the delta shunt system implanted on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. Medtronic neurosurgery has received no other complaints for lot c65026 and a review of the manufacturing records showed no anomalies. According to the instructions for use that accompanies the device, "the pt may rarely exhibit a reaction due to sensitivity to the implant."